Manufacturer narrative:
The lot number, manufacture date, expiration date for the pump and cuff were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician. There was no device available for analysis. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced urinary incontinence, which led to a revision surgery. During the procedure, it was decided that the pressure-regulating balloon had to be removed and replaced with a higher pressure component, for the aus to achieve full cuff closure. No patient complications were reported.

Manufacturer narrative:
Correction to the initial MDR in b1 adverse event/product problem and h6 device codes. The lot number, manufacture date, expiration date for the pump and cuff were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician. There was no device available for analysis. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced urinary incontinence, which led to a revision surgery. During the procedure, it was decided that the pressure-regulating balloon had to be removed and replaced with a higher pressure component, for the aus to achieve full cuff closure. No patient complications were reported.